Event description:
Revision recommended for asr.

Manufacturer narrative:
Although the specific nature of the patient's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the patient's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reasons for the revision were as follows: pain; noise; clicking sensations; and freezing.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (brand name); (type of device); (catalog/lot number); (implant date); (explant date); (date received by manufacturer); (evaluation codes); (remedial action indicated); (correction/removal number). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.